Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The device history record for lot number 9239187 has been reviewed. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. There were no other complaints associated with this batch. (B)(4).

Event description:
It was reported that during preparation for a filter placement treatment procedure, the filter deployed prematurely outside the pt. There was no issue with the filter when it was removed from the packaging. When the end cap was removed the entire filter came out of the carrier. The procedure was successfully completed with another of the same device. There were no reported pt complications and the current pt condition is reported as "stable."